Event description:
The customer stated a patient generated discrepant results on the architect bnp assay. Initial undiluted results of 656 and 1730 pg/ml were obtained, and upon autodilution, the result was 2263 pg/ml. The specimen was retested and recovered a result of 378 pg/ml (undiluted) and upon autodilution was 2059 pg/ml. A second sample obtained from this pt generated results of 295 and 1416 pg/ml (undiluted) and 2073 pg/ml (autodiluted). A bnp result of 656 pg/ml was reported. After performing a stat probe calibration, the second sample generated undiluted results of 1360, 1454, 1334, 1344 and 1353 pg/ml. A corrected report of 1353 pg/ml was issued. There was no report of impact to patient management.

Manufacturer narrative:
The laboratory last calibrated the assay 11/06/2007 using reagent lot number 54672m100 and calibrator lot number 44k0437. The customer performed a precision study using the high control running 5 reps for the troponin-I and myoglobin assays. The control precision was within specification and values were within range. The customer retested the bnp controls and results were within range. The customer support specialist (css) instructed the customer to recalibrate the stat probe and run 5 reps undiluted of patient #1 and a patient sample, which had no discrepancies. The customer indicated they had run several bnp samples and the issue only occurred with two patient samples. The customer performed the requested troubleshooting using the second sample obtained from patient #1 and another patient sample (pt#3). The samples recovered as follows: pt#1: 1360, 1454, 1334, 1344, 1353 pg/ml pt#3: 175, 146, 228, 209, 215 pg/ml. The customer indicated that a corrected report was sent out for patient #1 with the result of 1353 pg/ml (previously reported as 656 pg/ml). The customer requested field service (fs) to inspect the instrument. The fs rep checked the pumps and tubing for leaks and crimps replacing 4 valves on wash zone 2. A precision run using controls and patient samples to verify the system recovered acceptably to resolve the issue. A review of the complaint history for architect isystem was performed for the time period 09/17/2007 through 12/13/2007. No other complaints were identified for this or related issues. Labeling: the abbott architect system operations manual (pn 201837-104, june, 2007), section 10 troubleshooting and diagnostics, observed problems states under "erratic assay results (I system)" an issue with a wash zone as a potential cause of the customer's observation. This is the final report. End of report.